Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported during a follow-up at the hospital, upper out of range pacing lead impedance was observed. The high voltage lead impedance could not be measured. Multiple non-sustained oversensing episodes, elevated pacing threshold, and loss of capture were also observed. Chest x-rays indicated lead fracture was the cause. The lead was explanted and replaced. The patient condition is good.